Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using nupro white varnish, integrated brush mint, a patient experienced an allergic reaction. The symptoms include tingling, burning, and swelling of the gum tissue and lips after the use of the product. The patient took benadryl to combat the reaction. She is still experiencing sore gum tissue, but the swelling has subsided.

Manufacturer narrative:
The device was returned to our facility in (B)(4). However, the device got lost during transit to our manufacturing facility and could not be evaluated. A retained device was evaluated and found to be within specification. A DHR review was conducted with no discrepancies noted.